Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is w/o stimulation and unable to locate the ipg with the charger. X-rays were taken and indicated the pt's ipg had flipped onto the side. Surgical intervention was undertaken on (B)(6) 2014 and the pt's ipg was moved from her right buttock to her right flank. The ipg was able to be charged postoperative and the issue is resolved.